Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the shaft was kinked and broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with stent struts bunched from mid to proximal section. The undamaged crimped stent outer diameter was measured by snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 25.3cm distal to the distal end of strain relief, multiple hypotube kinks along the length of the shaft were also noted. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the shaft was kinked and broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.